Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming; and lockout functional, conforming. Analysis conclusion: based upon inquiry inro received, visual examination and functional test, it was confirmed that reported trocar "would not arm" during surgery occurred. Device was examined and would not arm as received. Obturator handle weld was measured and found to be skewed. Obturator handle is welded during assembly process.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the red button on two 355ld would not stay down and the trocars would not arm. A third 355ld was opened and it worked fine. The first two devices were never given to the surgeon to use. The sales rep is only returning 1 device because the hosp did not save the other device. There was no consequence to the pt.